Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage and/or wrongful death to the patient, including, but not limited to, deep vein thrombosis (dvt), pulmonary embolism (pe) and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered fatal injuries damages and untimely death. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. These events do not represent a malfunction of the device. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The actual cause of death was not reported. Without further information, it is not possible to make a clinical conclusion about factors that may have contributed to this event. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to the patient, including, but not limited to: dvt, pulmonary embolism and death. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered fatal injuries damages and untimely death. As a further proximate cause the patient spouse has suffered and will continue to suffer the wrongful and premature death of her husband.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of morbid obesity and secondary hypercoagulable state with multiple risk factors for deep vein thrombosis and fatal pulmonary emboli. The device was planted prior to planed metabolic and weight loss surgery.   The filter was deployed via the patient's right/left femoral vein. The filter was placed with the tip slightly inferior to the projected renal veins. A completion venacavagram showed that the filter was in the correct position and adequately centered with the tip away from the wall of the vein. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient died as a result of deep vein thrombosis and pulmonary embolism after prophylactic placement of the filter for gastric bypass surgery.   As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes morbid obesity and secondary hypercoagulable state with multiple risk factors for deep vein thrombosis and pulmonary emboli. The device was planted prior to planed metabolic and weight loss surgery. The filter was deployed the tip slightly inferior to the projected renal veins. A completion venacavagram showed that the filter was in the correct position and adequately centered with the tip away from the wall of the vein. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to the patient, including, but not limited to dvt, pulmonary embolism and death. The patient suffered fatal injuries and untimely death. Per the patient profile form (ppf), it was reported that the patient died as a result of deep vein thrombosis and pulmonary embolism after prophylactic placement of the filter for gastric bypass surgery. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt, nor does it prevent the formation of dvt or other clots (thrombosis). Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. These events do not represent a malfunction of the device. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. There is no death certificate available to date; therefore, the cause of death cannot be confirmed. Without further information, it is not possible to make a clinical conclusion about factors that may have contributed to this event. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.